Manufacturer narrative:
The device was received with button error alarm and intermittent act button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 108 mg/dl. The customer states their blood glucose level was 47 mg/dl but went back up to 108 mg/dl after drinking some orange juice. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.